Event description:
It was reported that suture placement was attempted using two proglide devices in the left common femoral using the preclose technique prior to an interventional procedure. Reportedly, sutures from one proglide device were placed successfully in the artery. During attempted placement of the suture from the second proglide device, when the needle plunger was retracted, the suture was stuck in the device. No suture was present when the plunger was removed from the device. Another proglide device was used for successful suture placement using the preclose technique. The arteriotomy was a 13fr. The index procedure was completed and hemostasis was achieved with the pre-placed sutures of the two proglide devices. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. The analysis of the returned device revealed the link was pulled at the posterior cuff. The link connects the anterior needle to the suture and if the link is pulled from the cuff, the suture will not be present during the plunger withdrawal and can appear, to the user, very similar to a cuff miss. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Reportedly, the procedural sheath size was 13f. The instructions for use states: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): arteriotomy was 13fr. Per the instructions for use - the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.